Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2015 : product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances on the lead. All but two electrodes on the 977a260 were out of normal range. The lead is not activated presently. The pt was reprogrammed and the implanted referenced lead was noted to have high impedances. The patient was reprogrammed using only the surgical paddle lead implanted and successful reprogramming of the pts left sided pain areas were recaptured. Patient reported to managing physician, that the pain areas on the left lower ext were covered well with their reprogramming. The pt mentioned having new pain on the right lower ext as well but coverage of the right pain was not achieved. The implant was originally placed for left sided pain by a different hcp several years ago. The pt now see's a new hcp and wants to evaluate the patients relief from the reprogramming recently performed and if pt still is reporting newer pain on the right lower extremity then he will consider replacing the 977a260 with a new one and position it more to the right of midline in the epidural appropriate thoracic level to cover pts right sided pain area. The issue remains ongoing at this time.